Event description:
In 2009, the lay user/pt contacted france alleging the one touch ultra meter read inaccurately high. The medical surveillance specialist (mss) wrote follow up questions to the technical service representative (tsr) to ask the pt but the pt was unwilling to answer questions. The pt says he thinks the meter has been reading inaccurately high for about a year before calling lifescan. On five days prior, the pt was hospitalized with alleged hypoglycemia. The pt did not specify his symptoms. After the pt was hospitalized, the pt's heath care professional decreased the pt's daily insulin dose from 42 units of lantus and apidra to 36 units of each type of insulin. It would be helpful to know what readings the pt obtained before being hospitalized, how the pt uses the meter readings, what the pt's specific symptoms were, what time the pt takes his insulin during the day, whether the pt adjusts any habits or ate less before being hospitalized, and what the pt's current readings are after taking the adjusted dose. It was determined during the troubleshooting telephone call, the pt's testing technique was correct and the puncture area was cleaned correctly. The meter was set to the correct unit of measure at the time of testing. The result was verified in the meter memory. This complaint is being reported because the pt alleged the meter had been reading inaccurately high and subsequently was hospitalized due to hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.